Event description:
It was reported that when deflating the cuff, the water was noted to have "bits" floating around. This was noticed on several occasions. The tube was changed to a new one and on inspection of the tube, white particles were clearly seen in the cuff when it was inflated. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one sample was returned in used condition. There was loose white particles found on the cuff and inside the pilot balloon. The sample was inflated with air. The loose particles were able to be easily removed from the cuff using a glove. When the balloon was filled with water, loose particles could be seen inside the cuff and when the water was removed with a syringe, the particles were in it. The initial complaint was confirmed. Since the particles could not be sent to analyze because the sample was used by the patient. Based on the visual inspection and testing results the most probable root cause for this issue is that the unit was contaminated after left smiths medical facilities.